Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿breaking in aseptic when operation¿ and may be ¿caused by tubercle bacillus¿. The patient was treated with levofloxacin (no further information), however the patient did not recover and was subsequently hospitalized 29 days after event onset for the peritonitis. The patient was then treated with vancomycin and cephalosporin (routes, frequencies, doses and duration not reported), however the patient was not recovering so the antibiotics were changed to rifampicin and isoniazid (routes, frequencies, doses and duration not reported). On an unreported date, pd therapy was discontinued and the patient was temporarily changed to hemodialysis. Thirty days after hospital admission pd therapy was restarted and the following day the patient was discharged from the hospital. At the time of this report, the patient was not recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.